Event description:
During resection of bilateral haglin's deformity, surgeon leaned on electrosurgical pencil thus activating it. Pencil burned through surgical drape and burned pt's posterior thigh (r) above popliteal space. Burn was approx. 2-3cm long and 1-2cm deep. Another surgeon (general surgeon) was called to consult. Area was reprepped and draped. Burned area was excisedand skin stitched closed. Dry sterile dressing applied.